Manufacturer narrative:
Unique identifier (UDI) # (B)(4). The country of origin is (B)(6). Facility name: (B)(6). On(B)(6) 2021, the field service engineer found that the cell rinse was too low, exchanged the valve block, and readjusted the rinse levels. On (B)(6) 2021, the field service engineer found the flat print cables within the reagent pipetting compartment were worn, exchanged them, and confirmed the module was running acceptably. The investigation determined that the issue found by the field service engineer was the root cause of the event.

Event description:
The initial reporter complained of questionable creatinine plus ver.2 results for 1 patient sample on a cobas 6000 c (501) module analyzer. The initial result was 1.7 mg/dl and the repeat result was 0.87 mg/dl. The results were reported outside the laboratory. The reagent lot number was 53664401 and the expiration date was 30-nov-2021.